Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. The receiver was returned for evaluation. Exterior visual inspection was performed and the receiver passed. Performed global receiver final functional station, resulted in no failures related to the customer's complaint. Reported fault could not be reproduced with the receiver. Performed review of the receiver download, complaint was verified in the course of the download review. Perform paring\calibration and performance test, receiver passed. The reported loss of connection was confirmed. A root cause could not be determined.